Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary ==> the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. One possible root cause of the reported problem could be off axis insertion. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. A manufacturing record evaluation was performed for the finished device lot number ( (B)(4)), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by sales rep via complaint submission tool that during a rotator cuff repair, while inserting a 5.5mm healix advance¿ peek anchor with permatape¿ suture, white/blue, there was a lot of blood and may have been off access and the anchor tip got bent on not usable. Bone as also hard but correct awl was used to make hole. They used a similar product to complete surgery successfully and no debris was left in patient. No surgical delay or patient consequence reported.